Event description:
Subsequent to the initial medwatch report, the death certificate was received that indicates the immediate cause of death was coronary artery disease of 17 years. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, respiratory distress, cardiac arrest and death are known adverse event as listed in the products instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during xact stent implantation in the right internal carotid artery, the patient experienced hypotension. Neosynephrine was started. On (B)(6) 2010, the neosynephrine was discontinued and the patient was started on oral pseudoephedrine. On (B)(6) 2010, the patient was discharged to home with orders to continue the pseudoephedrine 30mg twice daily. On (B)(6) 2010, blood pressures normalized and the treatment was discontinued. On (B)(6) 2010, 16 days post procedure, the (B)(6) patient died. Per the family, the patient had some difficulty breathing, began to gurgle then went into cardiac arrest. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4).